Event description:
It was reported that the ok button takes several presses to respond. It was also reported that the keypad is not damaged and there is no water exposure to the pump.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The ok keypad button press did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.